Event description:
It was reported that the event log files captured 4 series of no external power events on (B)(6) 2024 and (B)(6) 2024 due to loss of power to the mobile power unit (mpu). Related manufacturer reference number: 2916596-2024-01169. (B)(6).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D4 - device serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of a loss of external power event was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted ((B)(4)) and downloaded ((B)(4)) from the returned heartmate 3 system controller (serial number: (B)(6) ) (MFR #: 2916596-2024-01169) for review that showed overlapping events spanning approximately 15 days ((B)(6) 2024, (B)(6) 2024 per timestamp). Events occurring on (B)(6) 2024 were recorded during testing at abbott. Loss of external power events were active on (B)(6) 2024 from 15:53:19 ¿ 15:54:25 and on (B)(6) 2024 from 07:30:30 ¿ 07:30:38 that were associated with no external power, low power hazard and power cable disconnect alarms. These events appear to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported the system without any issues during these events. The driveline was disconnected from controller on (B)(6) 2024 at 16:06:09. No other notable alarms were active in the log file. Multiple good faith efforts were sent asking for the serial number of the mpu, if the mpu has a v-lock connector on the ac power cord, if the cause of the loss of power was identified, and if the mpu would be returned for analysis. To date, no response has been provided. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed for the mobile power unit due to no serial number being provided. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that additional submitted log files captured an additional no external power event on (B)(6) 2024 while the patient was connected to the mpu.